Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the nut is confirmed the handle is cracked on the driver. Item and lot numbers are confirmed to match the complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The device evaluation found a non-reportable malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sales associate was putting together trays at account and realized the screw on the xtrafix clamp would not turn and the capturing driver was cracked. Attempts have been made and additional information on the reported event is unavailable at this time.